Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display screen is frozen. The customer's blood glucose reading was unknown at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and esc button unresponsive due to corroded keypad traces. No frozen screen noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.